Event description:
This is a report of a customer who experienced a damaged minicap. The patient stated that the minicap was cracked. There was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device was discarded by the patient and the lot number was unknown; therefore, a device analysis could not be completed.  Should additional relevant information become available, a supplemental report will be submitted.